Manufacturer narrative:
The service technician confirmed the event and determined the primary cause was failure of the motor cartridge due to corrosion. This corrosion may cause friction leading to the heating described by the customer. The device was repaired and returned to the customer.

Event description:
It was reported that the product was heating up during surgery. They used the same handpiece to complete the procedure. There was no medical intervention required and no delay in the procedure.